Event description:
New information received notes that the physician suspected clavicular crush as a possible cause of the capture issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-12151. It was reported that the patient presented for replacement of both the right atrial and ventricular leads due to capture anomaly. The leads were capped and replaced on (B)(6) 2021. The were no patient complications reported.